Event description:
Patient presented to interventional radiology for check/removal of feeding tube. Upon fluoroscopic evaluation, the tube was noted to be fractured with the distal locking loop retained in the distal stomach. The tube was removed, however the retained fragment had to be removed via endoscopy that afternoon. This is the 22nd device catheter failure and the 2nd event for this patient.